Manufacturer narrative:
The complaint of infection cannot be confirmed via laboratory testing. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
The patient has two anchors from the same lot. Device 1 of 4: reference MFR report #: 1627487-2016-04263, 1627487-2016-04264 and 1627487-2016-04410. It was reported the patient experienced redness and blisters at both the ipg and lead sites in addition to warmth at the ipg site. At the emergency room on (B)(6) 2016, the patient was diagnosed with cellulitis infection and was given antibiotics. Follow-up revealed the redness and blisters were no longer present.